Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 14, 2020.

Manufacturer narrative:
This report is submitted on october 23, 2020.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea. A revision surgery on (B)(6) 2020, to attempt re-insertion of the electrode was unsuccessful; the device was explanted and the patient was reimplanted with a new device during the same surgery.